Event description:
It was reported that a cuff miss occurred during attempted suture placement in a heavily calcified common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was 6fr. A second and third device was used with the same results. A fourth proglide device was placed to achieve hemostasis following the interventional procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The estimated age of the patient was reported to be in their mid 60s. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.